Event description:
The pt reported that he underwent a revision of his kinemax total knee replacement in 2005 following clicking in the knee and severe pain, which was diagnosed as being due to the "collapse of the plastic between the joints." The pt further reported that the primary surgery was in 1997.